Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, xt-r. Guide catheter: hyper 6fr xbu3.5. The device was not returned for evaluation. However, there was no leak noted during preparation prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the heavily calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified, 90% stenosed mid left anterior descending coronary artery. A 2.00 x 12 mm nc trek rx balloon dilatation catheter was selected for the procedure. There were no issues noted with the bdc during unpacking, inspection and preparation. The bdc was advanced with no resistance felt to the lesion and crossed. Upon the first inflation to 6 atmospheres the balloon ruptured. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.